Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia with glucose readings reported as 400mg/dl and remaining elevated for approximately four hours despite multiple infusion set changes, with no device alerts and no noted hardware malfunction; the patient uses a 23-inch, 6 mm teflon inset infusion set, and education was provided regarding site rotation and potential tissue viability. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications, and no ketone testing was performed. Outcomes included no use of backup therapy, no medical intervention, and subsequent improvement in glucose levels following the latest site change and bolus. Investigation included complaint intake assessment, review of reported device performance, and troubleshooting and education with the caregiver. Investigation of this case revealed no confirmed device malfunction and suggested a potential infusion site or tissue absorption issue given the response after changing sites and delivering insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.